Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited far field r- wave oversensing. No intervention was performed. The patient would continue to be monitored.